Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced pain in their arm, shoulder and chest as well as numbness in their hand and left chest. They also reported twitching in their shoulder and being unable to lay on their left side. The patient stated that their physician turned their device off and suggested they seek a second opinion. The following physician confirmed that the patient's left ventricular (lv) lead impedance had fallen to a low range and was programmed off due to muscle twitching. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.